Event description:
Customer called customer service on (B)(6) 2014 and reported a readings issue with their adc blood glucose meter. Customer noted receiving a reading of 355 mg/dl on her adc meter which was higher than a reading of 97 mg/dl received on a competitor's meter, within 10 minutes. A new meter was ordered for the customer. On june 13, 2014, she had not yet received her replacement meter and when she began to experience symptoms suggestive of hypoglycemia, including: "shakes, dizziness, felt lightheaded and almost collapsed", she could not test. Customer self-presented to a local healthcare facility where she was diagnosed with hypoglycemia and treated with an unspecified "shot to bring (her) sugar up" and orange juice. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It should be noted: the test strips the customer was using expired on 02/28/2011. All pertinent information available to abbott diabetes care has been submitted.